Event description:
Treated and monitored at/af episodes. Device appears to be intermittently undersensing on atrial lead. P-waves measure 0.8 and sensitivity is programmed 0.45mv. Measurement consistent with historical values. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).